Manufacturer narrative:
Product event summary: the device was returned and analyzed. The reported no reason code power on reset (por) was confirmed. Attempts to reintroduce additional pors were unsuccessful through elevated temperature and temperature cycle stressing. The device passed all available system diagnostic testing. Optical inspection of the internal assembly and the stacked chip scale package (scsp) did not reveal any obvious anomalies. Evaluation of the eccobond adhesive identified the presence of fully cured material with no soft areas observed. The cause of the no reason code por was not determined. (B)(4).

Event description:
It was reported that during interrogation the wireless telemetry was not functioning. It was also noted that the patient had experienced a high voltage shock the previous day. On interrogation the device was found to be in vvi65 configuration. It was determined that a post-shock power on reset (por) had occurred, possibly due to delivering therapy into an open circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.